Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source endoscope insert broke off. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is to inform that upon further review this is not a reportable malfunction. The initial medwatch reported the endoscope insert broke off, and was reported out of caution as there wasn't enough information. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.